Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. The patient reported he is having problems getting from one program to another after he received a new patient programmer following a lead replacement. The patient confirmed stimulation was on and the level of stim and a number that indicated what program he was on. The patient was informed that the patient would need to see his physician to have other programs added to the new patient programmer. It was reported that the patient had experienced a change of therapy after having shoulder surgery on (B)(6) 2016. The shoulder surgery was confirmed to not be related to the device/therapy. The patient stated he is having problems going to the bathroom, explaining that it takes a longer time to go and he has to strain to go. The patient wondered if the problems were related to the anesthesia from the surgery. The patient also reported he was not feeling stimulation, but then felt it after increasing stimulation and has not had to go to the bathroom. He also commented that he felt stimulation in a different area when he increased stimulation. The patient noted there was no numbness in the implant area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.